Event description:
The manufacturer received information alleging a high inspiratory pressure alarm occurred on a trilogy evo device. The alarm was not resolved by performing suctioning, and the patient was hospitalized. During hospitalization, the doctor modified the device settings and the patient's condition stabilized. The patient stated the replacement device was uncomfortable and opted to use the original device until their next doctor's visit. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a high inspiratory pressure alarm occurred on a trilogy evo device. The alarm was not resolved by performing suctioning, and the patient was hospitalized. During hospitalization, the doctor modified the device settings and the patient's condition stabilized. The patient stated the replacement device was uncomfortable and opted to use the original device until their next doctor's visit. The device was returned to the manufacturer's service center for evaluation. The issue of high inspiratory pressure was not confirmed during operational checking. The device's error log was reviewed, and a high inspiratory pressure error was observed. The device was disassembled and severe contamination inside the airflow circuit was observed. It was determined that the cause of the reported issue was the contamination. The flow sensor, blower and muffler assembly were replaced to address the issue. The inlet line proximal filter and 3-way solenoid filter were replaced proactively, due to clogging of the inlet line proximal filter.